Event description:
Information received suggests patient underwent revision hip arthroplasty due to metal hypersensitivity and infection. Review of invoice history revealed that patient has a record of revisions for unknown reasons. Subsequently, patient was revised again on (B)(6) 2009. No further details have been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms devices were sterilized in accordance with (B)(4) . There are warnings in the package insert that state that this type of event can occur: possible adverse effect #2 - early or late postoperative infection and allergic reaction. This report filed (B)(6) 2010.